Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing lead impedance). The local representative and clinic nurse were notified. Subsequently, boston scientific crm received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory. A separate implantable transvenous rv pace/sense lead was implanted. The pace/sense portion of the rv defibrillation lead was surgically capped.

Manufacturer narrative:
There were no adverse events reported.